Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to converter fatigue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation, it was observed that the device would not power on due to power supply failure. In addition, battery consumption issue was noted and battery replacement required. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported to olympus that the video system center would not turn on. The reported issue was observed after inspection for use for an unspecified diagnostic procedure. There were no reports of patient harm or impact associated with this event.